Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Analysis was unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. The insulin pump was received with minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a constant tone. The customer¿s blood glucose was unknown at the time of the incident. It was reported that the insulin pump was dropped. The insulin pump was returned for analysis.